Event description:
It was reported that the patient had two infusion set failed on (B)(6) 2026 and (B)(6) 2026 leading to hyperglycemia and the patient got treated via correction bolus via pump.

Manufacturer narrative:
Initial 2 of 2. E1: name-tandem. Street-11045 roselle street suite 200. City- san diego. State- ca. Zip code- 92121. Based on the available information, this event is deemed to be a reportable malfunction. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.